Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported there was a lead warning for low impedance on the right ventricular (rv). It was noted that the unipolar impedance was higher than the bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.